Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h6, h11. The device was not returned to olympus for inspection and the product analysis will solely be based on the available information. Based on the results of the investigation, and since the device was not returned for evaluation, the customer allegation of ¿object stuck in the operator channel¿ was not confirmed due to service cancelled. Cause cannot be established due to no findings available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had an object stuck in the operator channel. There were no reports of patient harm.